Manufacturer narrative:
Updated data: h6. Eval code method; eval code result; eval code conclusion product analysis: no images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic, so no product analysis could be performed. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Conclusion: regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-ex isting patient conditions. The hypo-attenuated leaflet thickening (halt) may have been a contributing cause. Halt is a known potential adverse event associated with aortic valve replacement. Heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be determined; however, the regurgitation and halt may have been contributing causes to the heart failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years, three months and 24 days following the implant of this transcatheter bi oprosthetic valve, moderate central regurgitation was observed. Evidence of hypo-attenuated leaflet thickening (halt) was observed on computed tomography (CT). It was noted that the patient was admitted multiple times due to heart failure. Two years, four months, and 11 days following the valve implant, a non-medtronic transcatheter valve was implanted, valve in valve. No additional adverse patient effects were reported.